Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump prompted the customer to "change the cartridge" although there was 200 units remaining. During troubleshooting with tandem technical support, the customer attempted to reload the cartridge, and received a minimum fill message. The customer's blood glucose level was 176 mg/dl. During a follow-up call on (B)(6) 2017, the customer confirmed a new cartridge was loaded successfully and insulin delivery was resumed.